Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hw or assay performance issues. All runs were valid and clean, so ts concluded that this was a low-target sample. Hologic product applications specialist (pas) reviewed logs and confirmed the finding of ts. Customer reported negative test results since sample had been retested multiple times. No further issues reported. Hologic and FDA met on (B)(6), 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(6)), aptima sars-cov-2 ((B)(6)), and aptima sars-cov-2/flu ((B)(6)).

Event description:
Customer reported one sar-cov-2 tma run, wl (B)(4), using assay lot 277791 on panther instrument sn (B)(4) which had one discrepant sample. Customer accidentally tested one sample in duplicate in the same run, but one result was positive while the other result was negative. Customer tested the sample again, one from the same sample tube and another from a new aliquot of the initial collection.